Event description:
According to the reporter, postoperatively, due to lumbar disc herniation, the patient underwent posterior lumbar laminectomy decomp ression, adhesion neurolysis, hypertrophic ligamentum flavum resection, spinal canal enlargement, nucleus pulposus removal of the herniated disc, and intervertebral bone graft fusion on (B)(6) 2023. Internal fixation with a nail-rod system and the surgical incision was closed with synthetic absorbable surgical sutures. When the incision dressing was changed on (B)(6) 2023, it was found that the edge of the incision was slightly flushed and the incision was mildly painful. A routine blood test showed that the c-reactive protein was slightly higher. On (B)(6) 2023, the patient was given anti-inflammatory treatment with intravenous infusion of 0.9% ns 100ml and ceftriaxone sodium 1g. On (B)(6) 2023, the flushing at the edge of the patient's incision subsided slightly, and thec-reactive protein returned to normal values. It was noted that the suture was removed without remaining in the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.